Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen at their dentist for their cleaning and told their dentist about the byte aligners they were using. Their dentist told them to see an orthodontist. The patient was seen by an orthodontist and was informed that due to the size of the patient's overbite the aligners would not correct it. Patient now will need to have an extraction of a tooth and needs to get braces to straighten their teeth and correct their jaw from shifting.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.